Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a single level balloon kyphoplasty was performed on a patient. During the procedure, one of the balloons "jammed when introducing it into the vertebral body through the cannula". A new balloon was used to complete the case successfully. No patient complications were reported.